Event description:
It was reported that patient presented in clinic. Upon interrogation, it was noted that implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal and delivered inappropriate shock. Programming changes were made. Patient condition was stable.